Manufacturer narrative:
Investigation: by checking the manufacturing charts of the involved lot number 2115554, no pre-existing anomaly was found on a total of 37 items manufactured with the same lot number. According to our records, at least 36 out of 37 glenospheres with lot number 2115554, sterilization 2100240 have been implanted and no complaints other than these two were received on this lot number. By checking the manufacturing charts of the involved lot number 2007012, no pre-existing anomaly was found on a total of 60 items manufactured with the same lot number. According to our records, all 60 glenoid pegs with lot number 2007012, sterilization 2000230 have been implanted and no complaints other than these two were received on this lot number. The items involved in the complaint were not available to be returned to limacorporate for further analysis. The revision surgery was due to the intra-operative issue encountered on surgery performed on (B)(6), 2021. During it, the surgeon decided to not fix the glenosphere with its locking screw as the screw could not be treaded. The glenosphere was evaluated to be appropriately secured onto the baseplate. The impossibility of threading the locking screw was due to dislodging of glenoid peg, caused by the difficulty in removing the glenosphere from the augmented baseplate using a standard taper breaker. The incorrect sitting of the glenoid peg was noticed by an x-ray taken after surgery completion. Furthermore, the surgeon implanted the same augmented 360 baseplate. According to relevant IFU, the re-use of previously implanted devices must be absolutely avoided. In conclusion, considering that: check of the manufacturing charts highlighted no anomalies on the total number of components manufactured with lots number 2115554 and number 2007012. The revision was needed as the glenoid peg was found to be not correctly sitting into the glenoid. The incorrect procedure was adopted during previous surgery. We can state that the event was not product related. Pms data: according to limacorporate pms data, revision rate of smr glenosphere belonging to the family product codes 1374.09.xxx, 1376.09.xxx, 1374.15.xxx, 1376.15.xxx due to dislocation is around 0.06%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Revision surgery of smr reverse prosthesis occurred on october 27th, 2021, due to implant dislocation. The revision took place about 24 hours later than experiencing an intra-operative issue that caused the glenoid peg to dislodge. According to the reported information, the dislodging was revealed by an x-ray taken after surgery completion. It was also reported that the screw of the smr glenosphere ø 40mm (product code 1374.09.121, lot number 2115554, sterilization 2100240) did not thread due to the glenoid peg incorrect sitting. The intra-operative issue was registered as complaint #(B)(4) and reported to the FDA with MFR #3008021110-2021-00085. The following components were removed: smr glenosphere ø 40mm (product code 1374.09.121, lot number 2115554, sterilization 2100240). Smr glenoid peg tt small-r #m (product code 1375.14.652, lot number 2007012, sterilization 2000230). Augmented 360 baseplate (product code 1375.15.515, lot number 2108247, sterilization 2100196). Cortical bone screw dia. 4,5mm l.26mm (product code 8431.15.026, lot number 2001380, sterilization 2000025). Cortical bone screw dia. 4,5mm l.26mm (product code 8431.15.026, lot number 2001380, sterilization 2000025). Cortical bone screw dia. 4,5mm l.30mm (product code 8431.15.030, lot number 2000418, sterilization 2000021). It was reported that the same augmented 360 baseplate (product code 1375.15.515, lot number 2108247, sterilization 2100196) was placed in. Additionally, the following components were implanted: a 40mm glenosphere (product code 1374.09.121), a glenosphere locking screw (product code 1374.15.305), a cortical bone screw (product code 8431.15.030), a reverse liner (product code 1365.50.820) and a glenoid peg long (product code 1375.14.653). According to the complaint source, surgery was successfully completed and there were no delays. Patient is a male, 68 years old. Event happened in united states.

Event description:
Revision surgery of smr reverse prosthesis occurred on (B)(6) 2021, due to implant dislocation. The revision took place about 24 hours later than experiencing an intra-operative issue that caused the glenoid peg to dislodge. According to the reported information, the dislodging was revealed by an x-ray taken after surgery completion. It was also reported that the screw of the smr glenosphere ø 40mm (product code 1374.09.121, lot #2115554 - ster. 2100240) did not thread due to the glenoid peg incorrect sitting. The intra-operative issue was registered as complaint #271_21 and reported to the FDA with MFR #3008021110-2021-00085. The following components were removed: · smr glenosphere ø 40mm (product code 1374.09.121, lot #2115554 - ster. 2100240) · smr glenoid peg tt small-r #m (product code 1375.14.652, lot #2007012 - ster. 2000230) · augmented 360 baseplate (product code 1375.15.515, lot #2108247 - ster. 2100196) · cortical bone screw dia. 4,5mm l.26mm (product code 8431.15.026, lot #2001380 - ster. 2000025) · cortical bone screw dia. 4,5mm l.26mm (product code 8431.15.026, lot #2001380 - ster. 2000025) · cortical bone screw dia. 4,5mm l.30mm (product code 8431.15.030, lot #2000418 - ster. 2000021) it was reported that the same augmented 360 baseplate (product code 1375.15.515, lot #2108247 - ster. 2100196) was placed in. Additionally, the following components were implanted: a 40mm glenosphere (product code 1374.09.121), a glenosphere locking screw (product code 1374.15.305), a cortical bone screw (product code 8431.15.030), a reverse liner (product code 1365.50.820) and a glenoid peg long (product code 1375.14.653). According to the complaint source, surgery was successfully completed and there were no delays. Patient is a male, (B)(6). Event happened in the us.

Manufacturer narrative:
By checking the DHR of the involved lot #2115554 and lot #2007012, no pre-existing anomaly was found on the items placed on the market with the same lot #s. We will submit a final MDR as soon as the investigation will be completed.